Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that implant disengaged from driver tip, fell down and got contaminated. Another implant was placed to finish the procedure.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI not available, lot number unknown. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date not available, lot number unknown. H6: evaluation codes. H10: additional narrative. One implant was returned for investigation. One driver tip was not returned. Visual evaluation of the as returned product identified the implant with signs of use. Implant measured with caliper ID: cal1831 due date sep 2,2022 and met specifications. Functional test performed with an in house driver showed the implant did not disengage. Pre-existing patient conditions, tooth location, implantation period and x-ray images are irrelevant to this event. Review of appropriate documentation: document reviewed: instructions for use for biomet 3i kits and instruments (p-zbdinstrp), rev e 2022/04/01. & biomet 3i dental implant IFU (p-iis086gi) rev I - 2022/04/01. Information identified: warnings and precautions. Per the applicable IFU, it is stated that surgical instruments and instrument cases are susceptible to damage for a variety of reasons, including prolonged use, misuse, and rough or improper handling. Care must be taken to avoid compromising their performance. DHR review: DHR review and complaint history review could not be performed, as the lot number associated with the reported product (impdts) is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Complaint history review: a complaint history review by item number was conducted for the (impdts) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event (disengaged) or product (impdts & bost3213). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information and functional testing, implant malfunction did not occur, and driver malfunction could not be verified since it was not returned. Therefore, the reported event was non-verifiable.